Manufacturer narrative:
Patient medications include acetaminophen, aspirin, glucosamine, lisinopril, multivitamin with minerals, ocular lubricant, simvastatin, ubiquinone, and vitamin e. (B)(4). Imaging evaluation summary ¿ CT images were received by gore from the facility and an imaging evaluation was performed. There appeared to be calcium present in the distal left common iliac artery (lci), with a lack of wall apposition at the distal end of the implanted device on the left side. There appeared to be contrast outside of the distal end of the device on the lci, as well as contrast outside of the device on the arterial and delay phases. Finally, there appeared to be a patent lumbar artery and a distal type I endoleak present. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include significant calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2017, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Computed tomography (CT) images received on october 15, 2018, reportedly revealed a lack of distal device apposition to the vessel wall on the left side, contributing to a type ib endoleak. Aneurysmal growth was reportedly noted in the left common iliac artery (amount unknown). A type ii endoleak was also reportedly identified. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby the aneurysm was coil-embolized, and an additional stent graft was implanted distally on the left side to treat the type ii and ib endoleaks, respectively. The endoleaks were resolved and the patient tolerated the procedure.